Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03871 and 0001825034-2018-03872. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was undergoing an open reduction internal fixation patella procedure in. During the procedure, when the surgeon inserted a screw over the k-wire, the tip of the t7 driver fractured. It was noted the first screw was not pre-drilled as it was a self-tapping screw. The surgeon then pre-drilled the hole over the k-wire and inserted the screw again; however, the driver fractured two more times. As a result of the event, the surgery was delayed approximately thirty minutes.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Event date - (B)(6) 2016. The reported event could not be confirmed as the no product was returned. Visual/dimensional/functional/material evaluation could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to the plastic deformation as a result of the design of the device. These drivers have been designed to twist before fracture of the screw. The driver can still fracture, if torque continues to be applied, but this happens only after the driver first twists. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was undergoing an open reduction internal fixation patella procedure. During the procedure, when the surgeon inserted a screw over the k-wire, the tip of the t7 driver fractured. It was noted the first screw was not pre-drilled as it was a self-tapping screw. The surgeon then pre-drilled the hole over the k-wire and inserted the screw again; however, two more drivers fractured. As a result of the event, the surgery was delayed approximately thirty minutes. The patient did not retain any of the fractured pieces.